Event description:
The patient reportedly experienced edema and swelling at the implant site. Patient also reported loss of lock due to swelling. Doctor performed aspiration but no fluid was obtained. It is reported that patient is now able to use external equipment and is hearing well.

Manufacturer narrative:
Advanced bionics considers this issue closed. Patient's device remains implanted. This is the final report.